Event description:
Information was received indicating that a smiths cadd legacy 1 pump was tested to be under infusing. With claves the accuracy reading was -10.58%. Without claves, the accuracy reading was -7.34%., with the walkmed bag the accuracy reading was -8.12% , the mod test was -2.11%. And the bench test accuracy reading was -3.2% .there was no patient involvement.